Event description:
It was reported that the radio frequency (rf) head was found on a shelf in the hospital, and it would not establish telemetry. It was indicated that it would be returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).